Event description:
Unable to advance a cypher stent into the svg to circumflex past an already deployed stent. When the stent catheter was removed from the body, no stent observed. It was seen via fluoroscopy in the proximal graft that the stent was crushed against the wall of other artery with a balloon.